Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 4 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be an esm board failure. In consequence the esm board and also the main board were exchanged. There was no report about any patient or user harm.

Event description:
When this c3 was used in patients, tf343001, tf346054, and tf385002 occurred. After the phenomenon occurred, the use of this c3 was immediately stopped and replaced with a spare ventilator. The hospital informed us that the patient had not been injured.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference k19100377-001. It was stated by complainant as follows: "when this c3 was used in patients, tf343001, tf346054, and tf385002 occurred. After the phenomenon occurred, the use of this c3 was immediately stopped and replaced with a spare ventilator. The hospital informed us that the patient had not been injured." Device enters safety mode and continues with safety ventilation. The device was replaced by a spare ventilator. No harm to patient or user. The safety mode will run for a specific period of time but if it is not recognized by the medical staff the ventilation will be insufficient for the patient. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event an investigation for this case is ongoing in order to find out the definite root cause.

Event description:
When this c3 was used in patients, tf343001, tf346054, and tf385002 occurred. After the phenomenon occurred, the use of this c3 was immediately stopped and replaced with a spare ventilator. The hospital informed us that the patient had not been injured.